Event description:
It was rpeorted that the device was used during an unknown procedure. It was reported that the clips were not forming correctly. Another device was used to complete the case. There was no consequence to the pt.